Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the medications were not showing up loaded and pockets not on screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the medications were not showing up loaded and pockets not on screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5.1 did not show medications loaded in row b on the cubie map. A field service engineer (fse) attempted a remote fix, which was resolved the map issue, but several cubies in 4.1 and drawer 2 were not detected on the bus after reboot. The cubies later displayed correctly on the map. The fse went onsite, reseated the bus cable to all drawers on the auxiliary unit, and rebooted the station. Functional checks were performed, and no further failures were observed. The system functioned as intended after the field service engineer repaired the device.